Event description:
The complainant reports a balloon burst. Replacement tube was inserted on (B) (6) 2009 and the balloon burst on (B) (6) 2009.

Manufacturer narrative:
(B) (4): the testing and investigation results have been rec'd and indicate that balloon burst was confirmed. (B) (4)